Event description:
The following is based on a review of the patient's legal claim and medical records provided to davol by the patient's attorney: (B)(6) 2009 - the patient underwent a multi-part procedure including surgical repair of a pelvic organ prolapsed with implant of a bard/davol soft mesh. During this procedure the patient was noted to have a hemorrhagic cyst and noted to have increased bleeding during this procedure. Adhesions were also noted and lysed during this procedure. (B)(6) 2009 - (B)(6) 2009 - ER visits/ hospital admission due to complaints of abdominal pain with fever, nausea and vomiting. A CT scan showed a multilocular abdominal abscess in the midline. Attempted drainage of this abscess was unsuccessful. Patient was treated with antibiotics. (B)(6) 2009 - office visit where patient complained of abdominal pain after a bookshelf fell on her. Pain not attributed to the surgical procedure. (B)(6) 2011 - office visit where patient complained of feeling "mesh" erosion, however, upon exam there was no visual or palpable mesh. Patient has discharge consistent with yeast infection. (B)(6) 2012 - ER visit where patient complained of left lower quadrant abdominal pain. (B)(6) 2013 - office visit where patient was treated for uti. (B)(6) 2013 - patient presented to the ER with left lower quadrant abdominal pain. Patient was diagnosed by pcp with diverticulitis. The patient's legal fact sheet alleges the patient suffered from infection, erosion, mesh extrusion, pain and perforation.

Manufacturer narrative:
At this time no conclusions can be made. The patient's legal fact sheet alleges the patient suffered from multiple outcomes including but not limited to pain, infection, and mesh extrusion/erosion. Review of the patient's medical records did not find a device related cause for the alleged outcomes, or confirmation of alleged erosion and infection. Pain and extrusion/erosion are listed as possible adverse reactions listed in the instructions-for-use. In regards to infection, the warning section of the instructions-for-use states " if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Manufacturer narrative:
Not returned to manufacturer.